Event description:
(B)(4). Since being implanted with essure (B)(6), 2007 I've had consistently heavy menstrual cycles, menstrual cycles that last for months at a time, severe lower back pain, severe cramping, severe pain in abdomen, blood clots during cycle. Headaches. Unable to lose weight which has led to type 2 diabetes. All over body aches. Fatigue, depression. Sharp stabbing pain in abdomen and cervix.